Manufacturer narrative:
Patient identifier: added data.

Manufacturer narrative:
B3. Date of event: corrected date.

Manufacturer narrative:
UDI for gore® excluder® trunk-ipsilateral leg component rmt261414: (B)(4); UDI for gore® excluder® contralateral leg component pxc141400:(B)(4); UDI for gore® excluder® contralateral leg component pxc181000: (B)(4). The review of the manufacturing records verified that the lots involved in this event met all pre-release specifications. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. The patient reportedly presented with high blood pressure and dyslipidemia. On (B)(6) 2016, due to a type ii endoleak, an embolization of the aneurysmal sac was performed. On (B)(6) 2017, follow-up computed tomography angiography imaging identified an aneurysm enlargement from previously 68 to now 73 mm in diameter. On (B)(6) 2017, the endoprostheses were explanted due to the persisting type ii endoleak and the enlargement of the aneurysm sac.

Manufacturer narrative:
H6: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleak. The explanted gore® excluder® trunk-ipsilateral leg component rmt261414/11566430 as well as the two gore® excluder® contralateral leg components pxc141400/11375529 and pxc181000/10371366 were returned to geprovas for investigation. Tissue was present. During the investigation scattered plaques of red/brown material were found on the albumen. Scattered plaques of tan/yellow material was also found on the albumen of segment 2 and the pole of the trunk-ipsilateral leg as well as on the contralateral leg. Red/brown material was present on the luminal surface. Tan/yellow tissue was present on the luminal surface at the poles of trunk-ipsilateral leg and the contralateral leg. Segment 1: the trunk-ipsilateral leg endoprosthesis was transected at the proximal end, resulting in graft, stent and deployment sleeve disruptions. Segment 2: the trunk-ipsilateral leg endoprosthesis fragment was transected at the distal end, resulting in graft, stent and deployment sleeve disruptions. From gross images, all material disruptions (i.e., material transections/cuts), appear to be consistent with cutting by sharp surgical instruments (i.e., scalpel or scissors), likely used during the explant procedure. Material disruptions are consistent with those caused by surgical instrumentation during the explant process. Based on review of the report in conjunction with the conclusion of the geprovas investigators, no additional analysis is requested.